Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low, high blood glucose level and also had diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 20 mg/dl. Customer was treated with sugar water via syringe. For low blood glucose level, customer treated with food and glucose tablet. Customer had kidney failure and pneumonia. The insulin pump will not be returned for analysis.